Manufacturer narrative:
The reported even for inoperable ipg was not confirmed. At receipt the ipg successfully communicate with lab utilities. The returned ipg accepted charge and was fully recharge at lab charging bank. It also passed all functional testing except channel#7 on autotest. No root cause was identified for the reported issue. Additionally, the device history record of the implant was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported that ipg was unable to communicate with external devices, rendering the ipg inoperable. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Postoperatively, patient has effective therapy.